Event description:
On (B)(6) 2021, the patient/lay user contacted lifescan (lfs) us alleging that their onetouch verio iq meter displayed inaccurately erratic blood glucose results. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2021, at night when she received a blood glucose result of ¿162 mg/dl¿ and a result of ¿65 mg/dl¿ on (B)(6) 2021 at 1:07 am, greater than 20 minutes apart. The patient manages her diabetes with oral medication (metformin 1000 mg ¿ 1 tablet in the morning and 1 tablet at night) and stated that she did not make any changes to her usual diabetes management regimen as a result of the alleged issue, because she thought that her blood glucose reading was normal. The patient developed symptoms of ¿sweating a lot and felt nervous¿ on (B)(6) 2021 at 1:07 am, before she received the second reading of ¿65 mg/dl¿. The patient claimed that immediately after, she treated herself by eating 3 or 4 chocolates. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.